Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Event description:
Patient reported right side "rupture". Device was explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: overweight and broken. A microscopic analysis was performed which striated broken in the anterior. Based on the device analysis the final assessment is: a striated broken in the anterior side assessed as surgical damage.

Event description:
Patient reported right side "rupture". Device remains implanted.